Manufacturer narrative:
One fluid warmer was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Visual inspection of the device found it to have wear and tear damaged enclosure, line cord, and front cover, cracked tank cover, and outdated pcb and power switch. The device tank was filled with water and powered on. The reported customer complaint was confirmed as a result of a faulty float switch. The problem source however has been determined to be unknown. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information was received that device is alarming low level. No adverse effects reported.